Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing inaccurate high issues with her one touch ping meter. On (B)(6) 2012, the (B)(4) spoke with the patient to obtain and verify information. The patient reported that the alleged issue with the subject meter began on an unspecified time "very early" in the morning of (B)(6) 2012. She informed this (B)(4) that going to bed the night before as usual, but was unable to wake up when her alarm went off. The patient was unable to recall the previous night's results or treatment administering before going to sleep. She continued to inform that since she was unable to wake up to her 5 am alarm, her son attempted to wake her, but was also unsuccessful. He reportedly realized she had passed out while she was sleeping, so he immediately disconnected her pump infusion and tried to administer glucose gel inside her cheek. The patient stated that she was not responding to his treatment, and that's when he called for an ambulance. She does not know what happened next, but she recalls waking up at the hospital connected to an IV line. The patient confirmed that they were treating her with IV glucose and at an unrecalled time her blood glucose was tested with an emergency room (ER) meter, where they obtained a result of "55 mg/dl". She reported testing with her meter at the same time, and obtaining a glucose result of "88 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient recalled staying in the ER for a few hours until her blood sugar was stabilized and getting back home by noon of the same day. She claimed at 1 pm, after the alleged issue started, she felt thirsty and had a headache, which she associated to a hyperglycemic event. The patient reported grabbing her meter right away to a do a blood glucose check. She obtained an unrecalled high glucose result, so she tested with her back up meter and also obtained an unrecalled high result. The patient could not recall the values or the differences between the two results, but felt the subject meter's result was true to how she was feeling. In response to her symptoms and to the glucose result, she administered a bolus (unable to recall amount) on the pump and within 30 minutes she reported feeling better. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique, correct unexpired test strips and an approved sample site. Replacement products were sent to the patient. The patient's products have been returned and evaluated by lfs product analysis on (B)(6) 2012 with the following findings: the meter involved in this case has passed all testing with no faults. The complaint was not confirmed. (B)(4). This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
The patient's products have been returned and evaluated by lfs product analysis on (B)(6) 2012 with the following findings: the meter involved in this case has passed all testing with no faults. The complaint was not confirmed. 510(k) # is k082590.